Event description:
A consumer reported that he has "had trouble ever since" intraocular lens (iol) implant surgery and that he "could not see out of the eye". Approximately one year after the initial surgery, a laser surgery was performed; and he "can now see out of the eye". He now reports having "pain on the right side of the head that goes down the right side of the neck". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/15/2009 and 07/16/2009 by phone and email. Additional information has not been received.